Event description:
It was reported that the smiths medical cadd ms3 pump had lost programming due to no battery change. Reporter stated that there was no patient involvement in the reported event.

Manufacturer narrative:
Device evaluation: one cadd ms3 pump was returned for analysis due to loss in programming. Functional and visual testing was performed. The issue was no duplicated. Testing was performed and the device did not lose any program. The device ran the program for an extended period of time with no issues occurring. Therefore, no problem found with the issue.